Event description:
Infection was reported. The lead was removed and replaced. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A previously capped lead was returned, analyzed and subsequently tested out of specification. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached with environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, had cosmetic environmental stress cracking and a cosmetic depression and visual analysis only was performed. (B)(4): the proximal segment of the lead was returned, analyzed and noted the outer insulation had breached environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, had cosmetic environmental stress cracking and cosmetic depression.